Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-checks the subject device had scope communication error code e238. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
Additional information was provided by the customer; therefore, sections d8, e2, e3, and g2 have been updated to capture the additional information. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable was split, and the cable water-tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during pre-checks the subject device had scope communication error code e238. The procedure was completed using similar device. There were no reports of patient harm.